Event description:
It was reported that the unit was not working properly after replacing the columns. It was also reported that the unit was displaying a system hot warning message. The patients daughter also stated that the patient had a stroke and was hospitalized around christmas time due to the unit not working in a similar fashion. Additional details were requested, but the patient's daughter did not want to share further information. The patient did receive a replacement unit and it is working well for them.

Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 02-feb-2026. The unit works well and within specification & provides enough oxygen to the patient. No trouble found. No recent errors logged on the data log.